Event description:
The guide wire broke at the end of the procedure, getting stuck in the catheter within the patient, requiring the removal and disposal of the material and the realization of new puncture.